Manufacturer narrative:
(B)(4). No conclusion code available; the reported field event of backup vvi was confirmed in the laboratory. The device image was reviewed and the reset was found to have been caused by a parity error. The cause of the parity error could not be determined.

Event description:
It was reported an asymptomatic patient presented in the operating room for a generator replacement. The device was interrogated while still in the box and the device was in backup operation. The device was set aside and another device was implanted instead.